Event description:
The customer reported that the system did not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the hard drive to be not booting properly. He replaced it with a flash drive kit, loaded software, replaced the sram card in generator and tested. The system was not making radiation. The rep troubleshot to bad connection between high voltage cable and x-ray tube and corrected the problem.